Manufacturer narrative:
Device analysis found that the condition of the returned device was consistent with the complaint incident. The device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 73.2cm distal from the strain relief. The break was kinked at the point of separation. A visual examination of the returned unit revealed that there were kinks along the entire length of the hypotube. Microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A recommended sized guidewire (0.015 inch) was inserted through the lumen with no restrictions noted. No additional product analysis or external evaluations were performed. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause of this complaint is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. As the 2.75x28mm taxus liberte' drug eluting stent was advanced into the guide catheter, a portion of the shaft of the stent delivery system, that was still outside the body, kinked and broke. Everything was removed. The procedure was completed with another 2.75x28mm taxus liberte' stent. No pt complications occurred. Pt status is satisfactory.